Event description:
Per complaint form: inbound. Cadd 100 ml cassette lot 4157445 exp 06/24/2026 with 47.9 ml res volume causes continous, unresolved beeping and no disposable alarm on both pumps. Cassette wasted and patient will mix new cassette. Cassette not available for return. No further details provided.

Manufacturer narrative:
Other, other text: b5: additional information: medwatch report mw5108061 received (B)(6)2022., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106